Manufacturer narrative:
Device evaluation: the 1 x zebd-7-7 device of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the use of an incorrect size wire guide used with replacement device. This file is related to (B)(4)- kink of pig tail part of stent. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use /or label review: it should be noted that in the japanese packaging insert ((B)(6)) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says" choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. The japanese packaging insert ((B)(6)) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the instructions for use (IFU-0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the product label, the recommended sized wire guide for use with the device (0.035") is clearly marked and visible. As per information stated a 0.025" wire guide was used. There is evidence to suggest that the customer did not follow the packaging insert and the instructions for use/label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: failure identified: as per customer testimony an incorrect wire guide was used with the replacement device. Confirmed quantity of 1 device, reported used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A patient underwent ercp and being collected stones. When zebd-7-7 was attempted to place in common bile duct via endoscopy, a wire guide (olympus/visiglide2) wouldn't pass at pigtail part of stent. The user found the kink in the stent and stopped using it (B)(4). Another stent from same rpn (lot# unknown) was used and completed the procedure. Although the user used a straightener carefully, the pigtail got kinked (B)(4).